Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank lcd screen on the heartmate 3 system controller was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 19 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2023 per timestamp). Events captured on 25jan2023 occurred during testing at abbott. The driveline was disconnected on (B)(6) 2022 at 17:29:55 for a system controller exchange. There were no notable alarms were active in the log file that would indicate an issue with the controller. The returned hm3 system controller was submitted for testing, and initially was unable to pass testing due to a blank white liquid crystal display (lcd) screen. The controller was disassembled, and the non-functioning screen was removed. A fully functioning lcd screen was removed from a test controller and inserted into the returned controller. The controller was connected to power and the controller showed the proper display. Thus, isolating the issue to the lcd from the returned controller. The controller was resubmitted for testing and passed without any issues or alarms. The controller was connected to a mock circulatory loop for an extended duration, and pump function was supported without any issues. Additional information provided on 01feb2023 stated that the controller was replaced due to the screen of the patient¿s controller being blank upon their return home from the clinic. The issue of the screen being blank and all-white appears to be due to the screen becoming electrically compromised; however, a root cause for the screen becoming compromised was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
The patient had a black screen and was unable to view anything on the controller screen. The patient was brought to the hospital for a controller exchange.